Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) was running on battery. Technical support engineer (tse) reviewed logs and noted error code 817 along with 417 and 418 on medical grade power supply 1 (mgps 1) and mgps 2. Tse recommended power cycling the system to bring the psc back onto ac power. Tse walked the customer through removing instruments and psc power button not backlit. Tse walked the caller through emergency power off (epo) of psc and the psc power button was not backlit amber in color. Customer powered the system back on and the error no longer persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint and identified errors 817,417, and 418 on the system. The patient cart intermittently switched to running on battery while plugged in. The fse replaced both power supply units on the system to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the power supply unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The first power supply unit was installed onto a test system and it powered on with error 418. When reviewing the remote error log for the second power supply unit, there are several errors: errors 417 with p1 value of 5 which means psc 48v power supply 2 faulted and is inhibited until restart; errors 417 with p1 value of 7 which means psc 48v power supply 2 failed power up test due to bad connection or defect; errors 418 with p1 value of 1 which means power supply 2 on the psc is operating below minimum operating load. Fa installed the unit into pca system, system started up without any error. Ten power cycles were performed and all passed with no error. The unit passed battery operation, epo functional, voltage was on range and both fans were working good. This complaint is being reported based on the following conclusion: failure analysis was able to confirm the reoccurring issue with the system power supply unit and the unit needed to be replaced. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.